Event description:
The customer reported via the sales representative that on opening the prosthesis, the prosthesis in the box was a size 9r not an 11l as indicated on the box. It is further reported that the lot code of the implant does correspond with that on the box. The customer reported that they had an alternative size 11l which they used for the procedure with no adverse effects to the patient. The customer has reported this under their incident number (B)(6).

Manufacturer narrative:
Method - visual examination, device history review, complaint history review. Results - visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events for this lot number. Conclusion - root cause appears to be packaging operator processing error.